Event description:
It was reported that the customer had passed away. The contact stated the customer was found wearing the pump. Additionally, it was noted that the pump was alarming and non functional. The md stated that she is uncertain whether or not the pump was a factor. No further details.